Manufacturer narrative:
This is the same event as 3010536692-2016-00144. This report will be updated when investigation is complete. Additional information to include patient and hospital information.

Manufacturer narrative:
This is the same report as 3010536692-2016-00142.

Event description:
Allegedly, patient is suffering from mom complications.